Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh33 malfunctioned (did not staple properly). Also do not know if the device cut (no further details). Another instrument was used to complete the case. There was no consequence to the pt.